Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height auxiliary drawer 4 rails and half-height main drawers 4.1 and 4.2 rails were failing, and all were difficult to open and close. The field service engineer (fse) replaced the half-height drawers 4.1 and 4.2 of the main station and tested functionality using the hardware test application. The fse also replaced the rails of auxiliary drawer 4 and performed testing using the hardware test application, confirming that all drawers were functioning properly after the replacements. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 8sw main half height drawers 4.1 and 4.2 experienced rail issues, make them difficult to open and close during normal operation. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 8sw main half height drawers 4.1 and 4.2 experienced rail issues, make them difficult to open and close during normal operation. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.